Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted. It was reported that there was a serious injury, but the injury was unknown.

Event description:
The customer reports that the plate used has meshed the skin graft in a 15:1 instead of 9:1 which would result in bad grafting and a potentially unsightly graft. The event took place during surgery, and it was reported that there was an injury, but details were not provided, and there was a delay of 10 minutes. An alternate plate was used to complete the procedure. No additional patient consequences were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. UDI#: (B)(4). The device history record (DHR) for the dermacarrier ii 9:1 sterile, part number 00219501500, will not be reviewed as a limited investigation is being performed for this complaint. The product meets the applicable acceptance criteria and complaints are monitored through monthly meetings in order to identify potential adverse trends. The complaint history for the dermacarrier ii 9:1 sterile, part number 00219501500, will not be reviewed as a limited investigation is being performed for this complaint. The product meets the applicable acceptance criteria and complaints are monitored through monthly meetings in order to identify potential adverse trends. On (B)(6) 2019, it was reported from (B)(6) - sgl 21 that a dermacarrier ii 9:1 sterile meshed an expansion ratio of 15:1. On 04 oct 2019, a returned product investigation was performed on the dermacarrier ii 9:1 sterile. The physical evaluation revealed that the reported event was unable to be reproduced and there were no other issues found with the device. The dermacarrier was the correct ratio. Also, 9:1 is the largest ratio dermacarrier made at zimmer biomet. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the reported event was unable to be reproduced and there were no other issues found with the device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.